Event description:
Info received indicates that while coming off bypass the low flow alarm sounded. Hcp maintained forward flow in the circuit using handcrank. Subsequently the unit began to function normally and the case was completed with no affect to the pt. Hcp reported that due to complications unrelated to the incident the pt expired the following week in 03/2004.